Event description:
It was reported that patient had radiation treatment for prostate cancer and thus urethra became smaller. Artificial urinary sphincter (aus) device no longer worked. Patient experienced urinary incontinence. Dr changed location to more proximal and able to use a 4.5 cm cuff. Patient fully recovered.

Manufacturer narrative:
Field change: e1, h6, h10. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient had radiation treatment for prostate cancer and thus urethra became smaller. Artificial urinary sphincter (aus) device no longer worked. Patient experienced urinary incontinence. Dr changed location to more proximal and able to use a 4.5 cm cuff. Patient fully recovered.